Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the haptic had something triangular like a dent or scratch somewhere near the edge. The issue has no particular effect on the condition of the eye requiring no further measure. The iol was implanted in the eye and still remains there. The surgery was completed. Additional information was requested and provided that iol optic had something triangular like a dent not a haptic issue.

Manufacturer narrative:
The product was not returned for evaluation. Video was provided. Video shows iol implantation with company device. The device preparation is not recorded. Company device nozzle comes in the picture. Due to the quality of the video, lens position in the device at the pause location cannot be confirmed. As the lens is beginning to unfolding after implantation, a mark is visible near the edge of the iol at around 4 o'clock position. The product investigation could not identify the root cause for the reported complaint "triangular dent". Not enough information provided on ovd use and lens preparation. No product was returned for evaluation. There have been no other complaints for this lot due to the use of a non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to underfill, overfill, misfolding , delivery issues and /or damage. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause delivery issues and /or damage. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement and cause delivery issues and / or product damage. Any of the above listed causes alone, or in combination, may create the reported event. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol/device contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).